Event description:
It was reported that the device exhibited no alarm. The registered nurse reported that another nurse stated that the patient's medication bag is still full after twenty four (24) hours however reservoir volume on pump is reading low. The therapist durable medical equipment (dme) ran the patient?s bag at 100 100 milliliters per hour for 15 minutes pump says 25 milliliters dispensed after 15 minutes, but only 10 milliliters were dispensed, so less than half the expected volume. After inspecting the tubing, it appears the plastic clamp is tight enough to permanently dent the plastic of the tubing. We tried to clamp the tubing using our blue hemostats to see if the tubing material is the issue, but the tubing bounced right back to its normal shape. Tried to roll tubing between fingers but did not remove the dents and kinks from the clamp. The clamp appears to be too tight on the 7322 and is preventing flow even after the clamp is released. Additionally, the flow is not blocked enough to trigger a downstream occlusion alarm. Length of infusion (total programmed volume) was 24 hours. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on12-dec-2022 via email and attached to the complaint object. The pump event logs are available and attached to complaint object for 10 separate files. The pumps will not be returning as it appears to be a tubing issue only. 374 sets of lot 4290730 are available for return. The reported issue occurred while in use with the patient.

Manufacturer narrative:
No sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The returned sample was received inside of a plastic bag which is not its original packaging. The complainant returned unit was visually inspected under normal conditions of illumination according to procedure. No damage or other defects were detected on the sample. The sample was set for accuracy testing to look for unusual functions according to the procedure. No discrepancies were detected on the sample, sample was fully priming and connected without difficult, the pump was set running and no alarms were activated, no occlusions detected, the test successfully passed. The failure mode reported was not confirmed. No fault was found. No root cause was determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.